Event description:
In situ testing showed affected channels. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. It is unknown whether an accident or trauma occurred. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further the recipient suffered from retention issues due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.